Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned, analyzed, and the battery depletion was found to be normal.

Event description:
It was reported that the device's elective replacement indicator was triggered. It was also reported that the patient was complaining of fatigue and the device was suspected of malfunctioning. The device was removed and replaced. No patient complications have been reported as a result of this event.